Event description:
A user had developed a treatment plan using the xio software and needed to switch from one electron machine to another due to restrictions in the ssd range. Xio detected an invalid treatment distance, and the "dose not current" message was displayed at the bottom of the xio screen, as was appropriate. However, when the user entered a valid treatment distance and the message was removed, xio did not recalculate the beam, and the doses for the previously calculated machine were redisplayed. The problem was detected, and no pt's were mistreated.